Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 400 mg/dl when she was reporting her broken belt clip. Customer reported high blood glucose was due to bent cannula. Customer declined troubleshooting. Customer stated her blood glucose was 400 at lunch, bloused and blood glucose went up to 584 mg/dl. Customer stated this was the fist time this has occurred. No further information reported.